Event description:
A malfunction was reported on a pump, but no notable events preceded it. The customer¿s blood glucose level did not exceed 500 mg/dl, remaining within normal range. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was instructed to report any recurring issues.